Event description:
On 19-dec-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 40 mg/dl. The user treated the low blood glucose with oral glucose prior to hospitalization without assistance from a caregiver. The user was admitted to the hospital, received intravenous dextrose, was discharged on (B)(6) 2025, and discontinued use of the device.

Manufacturer narrative:
The device was removed prior to hospitalization, and the user has discontinued device use. Investigation of this case was limited to review of the available information, as the device was not returned for evaluation. No device malfunction was confirmed based on the information available. It was concluded that the cause of the event remains undetermined. If the device is returned or additional information becomes available, a supplemental MDR will be submitted.